Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The generator interface board power supply voltages were adjusted and the mainframe power supply was ordered. No add'l repair info is available.

Event description:
The customer reported that the 9800 system would lock up and would not produce fluoro. No pt injury was reported.